Manufacturer narrative:
Analysis conclusion: the report of silastic separating from the metal connector was confirmed based on the onsite evaluation by a technical services representative. The account reported that the patient had silastic separating from the metal connector. There were no adverse patient consequences or alarms reported. A clamshell repair was performed by a technical services representative on (B)(6) 2019 according to hm ii perc lead field repair kit instructions, document (B)(4), rev. C. It was noted that all tests passed. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g4: manufacturer's aware date was inadvertently omitted from previous report. The correct date was 16dec2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient had the silastic separating from the metal connector. A clamshell repair was preformed with no issues . No further information was reported.